Manufacturer narrative:
Tandem's t:slim pump user guide states to always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. It also cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact was loading a cartridge onto the pump for the first time and received a minimum fill message. Reportedly, the contact may have filled the cartridge with over 300 units of insulin. Additionally, the contact accidentally entered air into the cartridge beforehand instead of removing the air per protocol. Tandem technical support educated the customer that the cartridge was designed to hold 300 units of insulin. Tandem technical support assisted the customer with loading a new cartridge, removing the air from the cartridge, and resuming insulin delivery. Additionally, the customer obtained an accurate fill estimate. There was no impact to the customer's blood glucose level.